Manufacturer narrative:
A device history record (DHR) review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, prior to implantation, a mentor smooth round high profile 250cc saline breast prosthesis failed to fill. The device was never implanted, and there was no patient contact. No further information is available.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device. No foreign material was observed on the shell surface. Visual examination indicated that the device appeared intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product analysis team (pe) was precluded from further evaluating the device. The complaint of rupture was not confirmed since no anomalies were found on the device. The device history record (DHR) of lot number 6789524 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices, as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/1/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).